Event description:
It was reported that during the explant procedure, the head of the implantable cardiac monitor (icm) was broken while explanted. The procedure continued with the new icm implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
Reported event of broken header was confirmed. The device was received for analysis. Visual inspection found the header broken off from device can which is consistent with damage from explant procedure. No other anomalies were found.